Event description:
The patient had high impedance and the physician thought the patient might have fractured her lead during a fall, and so they have referred her for full revision for high impedance and depleting battery. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Clinic notes received mentioned that the patient has been having more frequent seizures and has been referred to neurosurgery for vns treatment. Notes confirm that she had high lead impedance upon interrogation and that vns was then turned off. Patient is complaining of left neck pain radiating to her left shoulder and arm on movement. No known surgical intervention has occurred to date.

Event description:
The patient had full replacement. The explanting facility is a no return site therefore the explanted devices will not be returned for analysis.